Event description:
It was reported that after a pta balloon was deflated, it could not be withdrawn from the introducer sheath. The balloon catheter and the sheath were removed together as a single unit from the pt. No pt injury reported.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has been returned to the MFR for evaluation. The investigation is currently underway.